Event description:
It was reported that two (2) large volume folfusors did not start. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates of 2023. E1: initial reporter address: (B)(6). H4: device manufacture date: lot 22g005 was manufactured from july 6, 2022, to july 7, 2022. H10: two (2) actual devices were received for evaluation containing drug fluid in their bladder. Visual inspection showed no evidence of fluid coming out at the distal end of the flow restrictors. A force prime was performed on both devices, but flow was not observed. The reported condition was verified. The cause of the condition was due to drug residue blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Drug residue came from the drug filled in the device bladder. Therefore, root cause of the flow problem was considered an use-related factor. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.